Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 4 years and 5 months. The pump remains in use supporting the patient. No further issues have been reported. A between the device and the elevation in ldh could not be conclusively determined. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient was admitted to the hospital due to an elevated lactate dehydrogenase (ldh) of 1397 u/l with no power elevations. The patient also has aortic insufficiency. The patient's inr at the time of the event was therapeutic (goal is 2-3). The patient was started on integrilin. On (B)(6) 2015, the patient's ldh had decreased to the baseline at around 300 u/l, and was discharged. The patient is currently doing well at home.